Manufacturer narrative:
Unit passed the displacement test. However, unit unable to vibrate during self test due to vibrator motor assembly connector not plugged in properly.

Event description:
It was reported that the insulin pump had vibrations anomaly. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they performed self-test and it passed. The device will be returned for analysis.